Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient mentioned they were looking at replacing the implant because they had to move the implant. Patient said there's been an issue with the implant location since implant, but then in addition, patient has lost 50 pounds and the implant was located at the top of their butt, so every time they sat, it affected them. Patient said since they were having to move the implant anyways, they were working on replacing the implant at the same time. Agent documented information given during the call.